Event description:
Customer stated, "was laying on the pad at night when she saw sparks coming from her pad." The product was returned for investigation. Customer did not claim any injury. An investigation was done to look into the customers complaint. The investigation found that the pad had a small area where the heater wire had bunched up. This was caused by the customer laying on the pad during use. This caused a hotspot to form and discolor the material. The customer was misusing the pad. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds". The investigator found no evidence of sparks. The pad showed clear signs of misuse. The cord was twisted. The thermostats were bent and discolored. The leads were also bent or discolored.